Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer, therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The main component of the system. Other relevant device: product ID: [enveor-us], lot [0008647678], use by date [2018-05-24], (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the tab of the valve caught on the paddle pocket assembly of the delivery catheter system (dcs) causing the valve to dislodge supra annular. Subsequently, a second valve was implanted. No adverse patient effects were reported.